Event description:
Sage products,inc. 815 tek dr, po box 9693, crystal lake, il 60014-9693. Our evaluation of the full #8980 container revealed bent needles in the container. Based on our experience, bent needles are an indicator that force was applied. The wall thickness was measured at the puncture site and found to be within spec. Our conclusion for these punctures is the containers involved encountered some type of excessive force. With these findings we determined that these events are not attributable to the medical device (sharps disposal containers) but are due to user error.